Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal size to the ilet despite consuming a smaller, lower-carbohydrate meal, leading to a blood glucose of 39 mg/dl and requiring oral carbohydrates (soda and candy) for recovery. Symptoms included no reported hypoglycemic manifestations. Outcomes included an unexpected medical intervention with medication required and full resolution without further assistance or healthcare utilization. Customer care provided support that included troubleshooting and education session focused on best practices for treating low glucose and accurate meal announcements. Investigation of this case revealed user-related meal announcement inconsistency as the likely contributor to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to incorrect meal size selection.